Event description:
Additional information was received indicating that the impella device was explanted.

Manufacturer narrative:
Section d4 catalog number was corrected. Additional information received for d6 explant.

Manufacturer narrative:
H6 f2303 health effect - impact code omitted from report. Additional information received stating that there was a minor axillary cutdown pocket bleed that has since self resolved. It appears to be completely unrelated to the catheter itself.

Manufacturer narrative:
Updated information: b5 clinical narrative updated. H6 impact code added f2303.

Event description:
Clinical narrative: (updated 2026-4-16). An impella 5.5 was inserted via the axillary artery graft to support the 62-year-old male patient who had been admitted in for an electrophysiology procedure of an ablation and was in need of hemodynamic support. The underlying medical history was not shared. After 12 days of support there was an access site bleed. The team treated with the changing of the dressing and application of quickclot to the site. The team also titrated the bivalirudin anticoagulation. As the hemoglobin remained stable, there was no further intervention and the pump remains on for support to date. The bleed was resolved at the axillary cutdown pocket site. Anticoagulation necessary for the pump placement and support can contribute to access site bleeding.

Event description:
An impella 5.5 was inserted via the axillary artery graft to support the 62 year old male patient who had been admitted in for an electrophysiology procedure of an ablation and was in need of hemodynamic support. The underlying medical history was not shared. After 12 days of support there was an access site bleed. The team treated with the changing of the dressing and application of quickclot to the site. The team also titrated the bivalirudin anticoagulation. As the hemoglobin remained stable, there was no further intervention and the pump remains on for support to date. Anticoagulation necessary for the pump placement and support can contribute to access site bleeding.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc or its employees that the report constitutes an admission that the product, abiomed inc, or its employees, caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Additional information has been provided in d3. Corrected information has been provided in d4 (serial). Minor bleed/asae: the cause of the access site adverse event was not determined due to insufficient clinical details.